Event description:
The manufacturer service technician reported that the device handle broke off while it was being serviced at the manufacturer facility. The handle may break into small pieces, posing the risk of a small component becoming lost in a surgical site. There were no adverse consequences related to this event.